Event description:
It was reported that legion revision cutting block disassembled and came apart in patient. 25 min delay. Xrays were needed to make sure that no pieces were left inside the patient.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, no clinically relevant documents were provided to conduct a thorough medical assessment. However, it was reported this resulted in no harm to the patient. Therefore, no further clinical/medical investigation is warranted at this time. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.